Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 98 mg/dl. The customer reported that the insulin pump had the motor arm cannot communicate with the main arm alarm and a hardware low level failure alarms. The customer declined troubleshooting for the issue. The insulin pump will not be returned for analysis.